Manufacturer narrative:
Additional information - the devices remain implanted and no additional information is available. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
Patient reported to international affiliate office that x-rays showed four implanted screws had broken off in the lower sections (shanks) of the devices. Reports to be experiencing swallowing pain and muscle necrosis. Devices had been implanted in 2004 to treat spondyloptosis. The devices remain implanted at this time. It is believed that all or some of the screws are catalog# 175532000. The lot codes are unknown.

Manufacturer narrative:
The devices remain in the patient and are not available for evaluaton. A follow up report will be filed upon completion of the evaluation. Devices remain in patient.